Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized and due to high fever on (B)(6) 2018. The customer¿s blood glucose was unknown at the time of the incident. The customer¿s blood glucose was 200 mg/dl. The customer was treated in the hospital. The customer declined troubleshooting for high blood glucose. The customer was wearing the insulin pump at the time of hospitalization. The insulin pump will not be returned for analysis.